Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 147 mg/dl. The device stopped working overnight. Customer stated he was sweating overnight. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked belt clip slot at battery tube threads and a cracked reservoir tube lip.